Event description:
Caller reported a cartridge alarm that did not cause any adverse impact to the customer's blood glucose level. Customer had not previously reported similar alarms with this pump serial number. Technical support (cts) decided to replace the pump, as it was still under warranty. Customer was notified they would receive a new pump with updated software, and agreed to use multiple daily injections (mdi) as a backup therapy. Cts instructed the customer to put the old pump into storage mode and return it using a provided return box and pre-paid label within ten days to avoid charges. Cts confirmed the shipping address and sent instructions for setting up the replacement pump, which the customer acknowledged.